Event description:
It was reported that the external pulse generator had no rapid arterial pacing. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that there was no rapid atrial pacing, however the high rate keypad was replaced as a preventive. Analysis did find that two case screws were missing and that the battery contacts were compressed. (B)(4).